Manufacturer narrative:
The complaint states the ceramic liner fractured from over impaction. A complaint database search and review of manufacturing records did not identify any anomalies. The supplier report was received which states; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. The component properties and microstructures as obtained from the quality documents meet the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to lack of ceramic parts further investigations cannot be done. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The ceramic liner fractured from over impaction.